Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump cannot start anymore. Customer's blood glucose level was unknown at the time of incident. Customer stated that after showing the medtronic logo the screen remains black. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen medtronic logo screen due to physically broken connection between electrical board and electrical board. Blank display not confirmed. Unable to perform the displacement test, sleep current test, active current test and self test due to screen anomaly. Device received with scratched lcd window and case. Scratches do not impede visibility of screen. Device received with pillowing keypad overlay.